Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The mother stated that the customer was vomiting prior to his admission. The caller stated that the doctor recommended the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.